Manufacturer narrative:
Result of investigation: a precise error analysis regarding the customer description cannot be carried out because the aforementioned optics have not been made available to manufacturer despite multiple written requests. A root cause analysis is not possible. A possible cause of the fault could be mechanical damage to the imaging system or an imaging component. Furthermore, damage caused by improper/incorrect clinical reprocessing could be responsible for the defect in the optics. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Update to section b5, patient health status. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The patient presented for left pcnl for renal pelvis and lower calyx stone. Surgery was scheduled for 1.5 to 2 hours, the surgery was prolonged for 1 hour. The issue occurred intra-operatively during the stone fragmentation. Due to the blurred vision, the surgeon was unable to fully remove the stone. The remaining stone will be addressed in a follow-up pcnl. Patient will require a second pcnl surgery to remove the remaining stone.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. Additional information also added in section h4. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device shows blurred vision. According to the information received the duration of the surgical prolongation was therefore longer than 60 minutes and the procedure was not completed successfully. In addition, an additional surgical/medical or diagnostical intervention was necessary to prevent further injury to the patient and an additional or prolonged hospitalization was necessary. Therefore, the risk to cause or contribute to a death or serious injury is not negligible and the event is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).